Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were defective. The defect was further described as a leak coming from the middle port's seal. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4: device manufactured between may 28, 2020 to may 30, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that an apparent leak at the spike port bonding area was observed. A small droplet was observed at the spike port bonding area based on the returned photograph. The reported condition was verified. The cause of the reported condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike cap tubing when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.